Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 5th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600/400. It was stated and confirmed by photographic evidence that all six fixing screws broke and light configuration fell off from ceiling during surgery. According to the information provided by getinge technician there may be metal fatigue in the internal screws. The surgical light hit the doctor, in result doctor's head was scratched. Specific injury information still needs to be further investigated at the hospital. We decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The correction of d1 brand name, d4 catalog #, d4 unique identifier (UDI) # and h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 11/08/2016. Corrected h4 manufacture date: 11/09/2016. Previous d1 brand name: volista standop 600/400. Corrected d1 brand name: standop volista®. Previous d4 catalog # ardvst229039a. Corrected d4 catalog # none. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Initial reporter: hospital equipment department. Getinge became aware of an issue with one of surgical lights - volista standop 600/400. It was stated and confirmed by photographic evidence that all six fixing screws broke and light configuration fell off from ceiling during surgery. According to the information provided by getinge technician there may be metal fatigue in the internal screws. The surgical light hit the doctor, in result doctor's head was scratched. Specific injury information still needs to be further investigated at the hospital. We decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Defective parts v spring arm a2000 9-15kg (ard568803960) and vlt-ace 400/600 - light head keypad (ard568805501) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during surgery. As stated by subject matter expert at the manufacturing site, maquet sas did not receive enough information to conduct the technical investigation. It is therefore not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).